Event description:
Rn pulling gently to remove 3 french peripherally inserted central catheter line when line broke. 17 cm. Was removed, 43 cm. Retained. Pt. Was taken to x-ray to determine catheter location. Pt. To surgery for cutdown. Once catheter exposed, surgeon gently picked up center of line with hemostats & line broke again. Surgeon was able to remove all of catheter with a second attempt. All pieces of catheter maintained at facility.